Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that cracks in casing at the battery compartment, the insulin pump was slower during rewind, the act button was less responsive and hard to press and sometimes had to press twice. The insulin pump will not be returned for analysis.